Event description:
The company was informed that the patient experienced a loss of lock. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.